Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a therapeutic turp (transurethral resection of the prostate) procedure and reported urethral stricture 1-month post-procedure that was treated by the doctor. The procedure was completed using same set of equipment. The patient is reported to be doing good. No adverse effects and no harm reported. The patient did not have to stay in the hospital. No medical interventions were done. Further follow-up has been performed and pending additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.